Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was tilted and was causing pocket discomfort. The patient underwent an explant procedure. The explanted ipg was discarded.